Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. Several small holes were seen near the margin of the hole. The cause for the described mesh breakage could not be verified at the explanted sample. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open ventral hernia repair on (B)(6) 2014 and mesh was implanted. The patient was discharged on (B)(6) 2014 without any complications. On (B)(6) 2014 the patient developed drainage from the drain hole. An ultrasound was performed which was normal. On (B)(6) 2014 the patient returned with stool draining from the hole. A re-operation was done. During the re-operation it was noted that there was a hole in the middle of the mesh. The small bowel was obstructed inside the hole of the mesh with necrosis. Some adhesions were noted. The patient was septic and required hemodynamic support. The mesh was removed and due to the resection of small bowel, aponeurosis was able to close the defect.